Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 18308450 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 18308450 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was assaulted which he believes damaged the scs device. It was noted that the spinal cord stimulation (scs) leads became detached, leading to severe and unbearable pain. Additionally, the patient reported that this issue contributed to the development of a blood infection. No further information could be obtained despite good faith efforts.